Event description:
It was reported to philips that the CT spin intermittently failed during diagnostic use on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Calibration performed; follow-up work scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).